Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source displayed a b30 scope communication error. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was not returned. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.